Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the audible alert was generated by the device at the 6 month visit when applying magnet over device. Interrogation of the device was not possible even with two different programmers. The device was explanted and replaced. No patient complications were reported as a result of this event.